Manufacturer narrative:
(B)(4). Concomitant medical products: pds suture, evicel fibrin sealant, arista ah, no. 19 closed-suction round drains, quill 3.0 monoderm. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article that the patient underwent an open complex abdominal ventral hernia repair with intraperitoneal and retrorectal placement of a human acellular dermal matrix and bilateral component separation on unknown date between (B)(6) 2011 and (B)(6) 2013 and the suture was used to secure a closed-suction round drain placed percutaneously. It was also reported that drains were removed after seven or ten days and/or when the output was less than 20 cc daily. Following the procedure, the patient experienced a wound infection. It was resolved with a course of oral antibiotics and/or treated with incision and drainage of the wound. It was also reported that the patient experienced recurrence at nine months following his repair and developed bulging and an asymptomatic defect in the upper part of his abdomen. Additional information has been requested.